Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the front processing cover being difficult to close on an architect c4000 processing module, serial number (B)(6). The fsr inspected the instrument and resolved the issue by replacing the hinge, front cover c4 (rohs), part number 7-207365-01. No subsequent issues have been reported. A review of the instrument history did not identify any non-conformances or deviations with the likely cause part number and complaint issue. Manufacturing documentation for the likely cause part number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. Field g1 contact office information updated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an issue with closing the front cover on an architect c4000 analyzer. The customer found that the actuator is bent, which is preventing the front cover from closing properly. There was a user that was bumped by the front cover closing on them unexpectedly. There were no injuries or need for medical treatment reported.